Event description:
This is a spontaneous case report received from a news article in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer had a hysterectomy in order to have the essure removed and relieve the pain she felt. No follow up is possible due to unavailable reporter contact information. Follow-up information received on 12-apr-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a hysterectomy in order to have the essure removed and relieve the pain she felt. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact time interval between essure insertion and event onset was not reported. However, given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No follow-up is possible due to unavailable reporter contact information.

Manufacturer narrative:
(B)(4).